Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); value not provided. The customer declined to provide information after becoming irate due to inadvertently stopping the sensor session instead of stopping insulin to resolve low bg.